Event description:
It was reported that a serious has occured. The patient had forearm plates done, he reported plate broke. Cause is unknown.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the radiological imaging report dated 07/31/2018 (approximately 8 weeks post orif) noted ¿the plate and screw fixation of the ulnar bone demonstrates fracturing of the mid plate. This is associated with angulation of the distal bony fragment and non-union¿. The provided undated / unidentified ap/lat images support the fractured ulnar plate. No revision surgery has been performed yet, as it was communicated that the surgeon wants to wait for healing prior to removal. No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. In conclusion: both the radiological report and electronic copy of the ap/lat images support the complaint of a broken ulnar plate, however, immediate post-op images were not available for comparison. The root cause of the ulnar plate fracture could not definitively be determined based on this limited information. Early weight-bearing prior to full bony-union is a known cause of hardware failure and cannot be ruled out as a contributing factor. The patient impact beyond probable discomfort, delayed healing of the ulnar bone, and future hardware removal with an expected brief post-operative rehabilitation cannot be determined. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.